Event description:
It was reported that during implant the pacing lead exhibited oversensing of electromagnetic interference when psa and crocodile clips were connected. The crocodile clip connectors were changed as well as the psa cables. There was no electrical interference on the external lead electrocardiogram (ECG). The anesthetic monitors, external manual defibrillator and light were all switched off, which made no difference. All electrophysiology systems in the lab were switched off. Diathermy was unplugged and switched it off. The lead was attempted/not used and replaced and no interference was seen. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.